Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the trial patient was startled out of bed on (B)(6) 2014, his external neurostimulator (ens) fell onto the floor, he stepped on the cord, and "it ripped out of his spine." It was noted that since then, the patient had burning up his spine all the way to his neck. It was noted that the patient's wife saw the blood and took the patient to the emergency room (ER). It was noted that the patient called the manufacturer's representative who spoke with the ER doctor on the phone. The patient was reportedly "shot up" with narcotics and the stimulation was turned off. It was noted that the patient had "burning up his spine" at the time of report. It was noted that saturday night the patient went to the ER where the ens was placed and "they shot him up with narcotics." It was noted that the patient had some pain pills at home but they weren't enough to help his pain. The patient reported that he has a rare spine disease, arachnoids, that caused the nerve endings in his lower back to attach to one another and misfire so he's always in a ton of pain. It was noted that the patient was in "so much pain that he was shaking." It was noted that the trial leads were still in the patient's back. It was noted that the patient had a 1:00 pm appointment at the doctor's office on the day of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.